Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient was from iceland travelling to sweden due to a heart transplant. It was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in inappropriate shocks. The s-ICD therapy was turned off and the patient remained in the hospital awaiting a heart transplant. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the impact code. The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient was from iceland travelling to sweden due to a heart transplant. It was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in inappropriate shocks. The s-ICD therapy was turned off and the patient remained in the hospital awaiting a heart transplant. The device remains implanted. No adverse patient effects were reported.